Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results for one patient on their e170 analyzer. Aliquots of the sample sent to another laboratory and tested on a siemens advia centaur analyzer. The initial results from the e170 analyzer were all reported outside the laboratory. The patient's ft4 result from the e170 analyzer was 1.3 pmol/l. On (B)(6) 2013, the sample was repeated on the e170 and the result was 1.4 pmol/l. On (B)(6) 2013, the repeat result on the centaur analyzer was 3.4 pmol/l. The patient's ft3 result from the e170 analyzer was 14.4 pmol/l. On (B)(6) 2013, the sample was repeated on the e170 and the result was 10.7 pmol/l. On (B)(6) 2013, the repeat result on the centaur analyzer was 2.8 pmol/l. On (B)(6) 2013, the patient had another sample drawn and tested. The patient's tsh result from the e170 analyzer was 3.83 mu/l. On (B)(6) 2013, the sample was repeated on the e170 and the result was 3.85 mu/l. On (B)(6) 2013, the repeat result on the centaur analyzer was 2.92 mu/l. The patient's ft4 result from the e170 analyzer was 1.4 pmol/l. On (B)(6) 2013, the sample was repeated on the e170 and the result was 1.5 pmol/l. On (B)(6) 2013, the repeat result on the centaur analyzer was 3.5 pmol/l. The patient's ft3 result from the e170 analyzer was 2.7 pmol/l. On (B)(6) 2013, the sample was repeated on the e170 and the result was 2.3 pmol/l. On (B)(6) 2013, the repeat result on the centaur analyzer was 1.2 pmol/l. On (B)(6) 2013, the patient had another sample drawn and tested. The patient's ft4 results from the e170 analyzer were 2.8 pmol/l and 2.9 pmol/l. The repeat result on the centaur analyzer was 5.0 pmol/l. The patient's ft3 results from the e170 analyzer were 0.8 pmol/l and 0.9 pmol/l. The repeat result on the centaur analyzer was 1.4 pmol/l. The repeat results from the siemen's analyzer better correlated with the patient's clinical picture, and no treatment was initiated based on the discrepant results. There were no adverse events. The tsh reagent lot number was 1703695 and the expiration date provided was 07/2013. The ft4 reagent lot number was 169440 and the expiration date provided was 09/2013. The ft3 reagent lot number was 16920503 and the expiration date provided was 11/2013.

Manufacturer narrative:
Three samples were returned for investigation. Measurements were carried out with tsh reagent lot 170369, ft3 reagent lot 169829, and ft4 reagent lot 169825 on an e170 analyzer. The customer's values were reproduced for all three assays. A ruthenium interference could be excluded. An interference to the ft3 idiotype was identified in the samples. No interference to the tsh was identified in the samples. No interference to streptavidin was identified in the samples. No root cause could be determined.

Manufacturer narrative:
This event occured in (B)(6).